Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. Add any other reported clinical observations. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded several untreated episodes, however these episodes were not able to be viewed in the device data. The data was eventually able to be sent via the remote monitoring system. Device data was reviewed by engineering and the episode counter was confirmed to be corrupted. This device remains in service. No adverse patient effects were reported.